Manufacturer narrative:
Name and address: postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, in the last 2-3 months, the user inserted the bakri tamponade balloon catheter into the patient and injected water to inflate it. The blue handle of the stop cock came off from the base and sterile water leaked. They pushed the handle into the base, and it successfully attached, and the leak was resolved to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Additional event information has been requested.

Manufacturer narrative:
Summary of event: as reported, in the last 2-3 months, the user inserted the bakri tamponade balloon catheter into the patient and injected water to inflate it. The blue handle of the stop cock came off from the base and sterile water leaked. They pushed the handle into the base, and it successfully attached, and the leak was resolved to complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. However, cook received a complaint for the same product experiencing the same failure mode in complaint patient identifier: (B)(6) (1820334-2022-00181). The physical examination of the complaint device in found that damage to the stopcock appeared to be from unintended stress on the handle during operation by the user. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: "transabdominal placement, post-cesarean section" "1. Determine uterine volume by direct examination." "2. From above, via access of the cesarean incision, pass the tamponade balloon, inflation port first, through the uterus and cervix." "Note: remove and stopcock to aid in placement and reattach prior to filling balloon." Cook has concluded a definitive cause of the reported incident could not be determined from the available information. The investigation under patient identifier: (B)(6) (1820334-2022-00181) concluded that a definitive cause of the event could not be determined from the available information. Because of similarities between the referenced complaint and the current complaint, it is likely that investigation of the complaint device would yield similar results. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.